Event description:
It was reported that an occlusion alarm occurred during a bolus. There was no adverse impact to the customer¿s blood glucose level. The customer resumed insulin use, and everything was fine afterward; no further follow-up was requested.